Manufacturer narrative:
The reported device has not been received for evaluation. Should the product be returned or new information is made available, a follow report will be provided. This report is submitted to comply with MDR malfunction notice (B)(4) requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that the unit has no change in respiratory pressures when adjusting the settings. No patient involvement or injury was reported.